Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was high impedance levels in the lead during intraoperative tests with the wireless external neurostimulator (wens). The electrode was disconnected from 0-7 port in the wens and connected to 8-15 but the problem continued. The electrode was retired from the epidural space and was cleaned but the high impedance continued. The electrode was replaced with a back up and impedances were okay. The issue was resolved at the time of report.